Event description:
Halfway through a surgical case (tonsilectomy) the plasmablade blade tip sparked, was quickly removed from the surgical field, and placed in water. No patient impact and the device was replaced and the case continued. Dr. Performing surgery stated that the or has very strong suction and during the procedure the tip of the device partially entered the suction tube (noted by a whistling noise) and perhaps compromised the suction capability and potentially increased the oxygen level near the surgical site.

Manufacturer narrative:
Product event #(B)(4) testing performed: visual inspection device: peak plasmablade tna product p/n: ps300-002 lot# unknown expiration unknown quantity: the device was returned in a (B)(4) small box. The device was single bagged in a 'sterility maintenance cover' bag and was sealed. Device was not double bagged and a biohazard bag was not used. Only the hand unit/tonsil tip was sent back. Package did not include original package, tyvek lid, or adenoid tip. The device lot number from (B)(6) could not be verified due to absence of tyvek lid. The unit appears to have been used, as evidenced by the charring and melting of the tonsil tip, as well as blood spatter on handle. The plasma blade housing appears to have melted and deformed around the tip. Tip also appeared abnormally bent toward the superior side of the device. Investigation conclusion: the complaint was confirmed based on visual inspection of the tonsil tip. Prior complaint histories and root cause analyses has resulted in (B)(4) being opened and a tonsil tip material change is in process to incorporate a tonsil tip material that is less flammable in elevated oxygen environments. (B)(4).